Manufacturer narrative:
(B)(4) ¿ dyspareunia; leakage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2005 and mesh were placed into the patient¿s body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. Following insertion the patient experienced worsening urinary incontinence, vaginal pain, pelvic pain, pain during sexual intercourse, pain when sitting , standing with and with movement, vaginal scarring, leakage, lost confidence, severe embarrassment, feels damaged as a woman, intercourse difficult and painful and three mesh revision surgeries. The patient also experienced worsening stress incontinence, chronic vaginal pain, and bleeding. She underwent mesh revision/removal on (B)(6) 2010 by for urinary incontinence and rectocele. The patient underwent two additional surgeries and underwent mesh revision/removal on (B)(6) 2011.